Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 2906262. Visual inspection of the received complaint sample: sbdm conduct visual inspection of the received complaint sample, it seems that inner wall of air vent had damaged. Investigation by filling medicine into the an120: sbdm fill medicine into the spike & chamber under normal condition, we found leakage in the an120 spike air vent. House sample inspection: sbdm inspect 30 pcs house samples from lots 2906251, 2906262 & 2906263, no leakage occurred even the air pressure was over 0.52 mpa. DHR review: sbdm reviewed the manufacturing record for lots 2906251, 2906262 & 2906263, no abnormality observed. Root cause: from investigation of complaint sample, leakage was noticed when the infusion set was plumbing under normal using condition. Sbdm conduct visual inspection of the complaint sample and it seems that inner wall of air vent had damaged. The likely cause is during ultrasonic assembly process in the chamber + spike + air filter assembly machine, there is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike in temporary, the inner wall of spike could be damaged and the air filter also, could be damaged too. It is assumed that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. H3 other text : see h.10

Event description:
It was reported that leakage occurred during use with a IV set an120 w/o bp. The following information was provided by the initial reporter, "the fluid leaks through the air vent. There is a hole in the air vent. The fluid leaks through the hole."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that leakage occurred during use with a IV set an120 w/o bp. The following information was provided by the initial reporter, "the fluid leaks through the air vent. There is a hole in the air vent. The fluid leaks through the hole."